Manufacturer narrative:
In review, the date received by manufacturer of the supplemental emdr (follow up #1) was incorrectly reported as 01/25/2018. The correct date is 03/20/2018. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: (B)(6) 2017 is provided as a best estimate date for the one month post-op exam when symptoms were reported. Model number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. PMA/510(k) #: unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a monofocal study intraocular lens (iol) was implanted into the left eye (os) on (B)(6) 2017. At the one month, post-op study visit the patient reported (non-directed) mild halos; extreme bother from halos, glare, starbursts, sensitivity to light, streaks of light, and low light vision, dry eyes, undesired optical phenomenon. The best-corrected distance visual acuity (bcdva) was 20/20 in the left eye. After treatment for dry eye symptoms remained and the decision was made to explant the lens. The lens was explanted on (B)(6) 2017 and replaced with a model aab00 lens. No additional information was provided. The patient had bilateral lens implants. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
Additional information: during follow-up, the serial number was provided. Therefore, the following fields have been updated accordingly: brand name: tecnis symfony, common device name: multifocal iols, product code: poe. Model#: zxr00, (B)(4), catalog#: zxr00u0170, expiration date: 4/8/2022, (B)(4). PMA/510(k)#: p980040, (B)(4). Device manufacture date: 4/8/2017. Device available for evaluation: yes. Returned to manufacturer on: 01/19/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection showed the lens was observed cut in two pieces, this could be related to the explant process. The reported issue could not be verified. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This supplemental report pertains to iol serial number, (B)(4); manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.